Event description:
Incident details: (B)(4). Date of incident: (B)(6) 2012. Incident details: the pt had a number of mobility/health problems and via a network of carer agencies a number of mobility aids/equipment had been added to his bedroom. This included a nimbus 3 pressure care mattress and a floor to ceiling pole located 5mm from his bed. The serious incident investigation had found that the pressure care mattress did not have firm sides and therefore, when the pt rolled over to get out of bed the air in the mattress did not support his weight. This meant the pt rolled towards the pole with little or no control and became trapped between the mattress and the pole. It's important to stress that neither device failed. The pt was living in his own home and received care throughout the day. Actual injury reported: death. Reported clinical effects: respiratory effect. Description of injuries: pt's neck became trapped between the mattress and the pole leading to death by suffocation.

Manufacturer narrative:
This report is being filed under exemption ((B)(4)) by arjohuntleigh, inc on behalf of the MFR (arjohuntleigh (B)(4)). (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.